Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the encountered a sensor error message upon scanning the adc device. The customer experienced a loss of consciousness and an ambulance took them to a hospital where they received treatment of either insulin, glucagon, and/or unspecified medication. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted. The returned patch was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the encountered a sensor error message upon scanning the adc device. The customer experienced a loss of consciousness and an ambulance took them to a hospital where they received treatment of either insulin, glucagon, and/or unspecified medication. No additional information was provided. There was no report of death or permanent injury associated with this event.